Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted in a stored episode. The r-wave was noted to have decreased and thresholds were noted to be varying. The lead remains in use and the patient will be monitored more frequently. No patient complications have been reported as a result of this event.